Event description:
It was reported that the right ventricular lead had a high pacing threshold along with high pacing lead impedance. The lead was capped and replaced. Patient had no adverse effects.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.